Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having improvement, better stream and now was back to the way before with trickling stream. Patient mentioned a return in symptoms, and now patient felt was no longer completely emptying bladder when voiding. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
(B)(4) does not apply to event anymore as it got replaced by (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having improvement, better stream and now was back to the way before with trickling stream. Patient mentioned a return in symptoms, and now patient felt was no longer completely emptying bladder when voiding. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.